Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Functional and visual testing was performed on the device. The customer's stated problem was unable to be duplicated. The pump was inspected, and functional tests were performed. The device passed all tests. Further investigation of the pump found no issue with it not being able to be set. However, the microprocessor board will be replaced as preventive measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump "will not set". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.